Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w04g, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy. She had urinary problems at the time of report. She was going to the bathroom and it was as if it was not in at all. The health care professional noted the patient could have a urinary tract infection that would cause frequency. It started on (B)(6) 2015. The patient had urine test on (B)(6) 2015 but the results were not back yet. The symptoms occurred 3 times. The patient was at 2.5v on the day of report and it seemed to help a bit. The patient felt stimulation but sometimes she feels it and it goes away. She planned to increase it to where she felt it again. There was no effect. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.